Event description:
Literature: witt, k., daniels, c., krack, p., volkmann, j., pinsker, m. O., kloss, m., tronnier, v., schnitzler, a., wojtecki, l., botzel, k., danek, a., hilker, r., sturm, v., kupsch, a., karner, e., deuschl, g. Negative impact of borderline global cognitive scores on quality of life after subthalamic nucleus stimulation in parkinson's disease. Journal of the neurological sciences. 2011. 310: 261-266. Available online july 5, 2011. Doi: (B)(4). Summary: the authors report on the change in quality of life (qol) of patients with deep brain stimulation of the subthalamic nucleus (stn-dbs) and patients that underwent best medical treatment (bmt). A total of 60 patients were analyzed in the stn-dbs group and 59 patients in the bmt group. Qol scores were assessed at baseline and at 6 months follow up using the parkinson¿s disease questionnaire (pdq-39). Patients were split into four groups according to their performance on the mattis dementia rating scale (mdrs) at baseline and these groups were compared in the context of motor outcome and qol. Reportable event: one patient committed suicide. The date of death was unknown and was selected based on the date the article was received for publication. Further information has been requested. A follow-up report will be sent if additional information is received. See attached literature article.